Manufacturer narrative:
B1: updated to product problem only h6: codes updated to reflect product problem only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the emergent secondary endovascular exclusion procedure for 60 mm thoracoabdominal aortic aneurysm. The patient was admitted emergently with thoracoabdominal pain with multiple endoleaks 11 years after thoracic and abdominal aortic aneurysm procedure, making conventional abdominal aortic procedure not feasible. It was reported during the index procedure the plan due to the urgent condition was to trim a etbf3616c166ee and place it within the existing abdominal aortic stent graft, with fixation below the renal artery, in order to resolve the proximal type I endoleak. During the procedure, while attempting to place the trimmed stent graft, the metal stent frame punctured the graft fabric at one location, and multiple areas of uneven graft fabric were also observed. As it could not be ensured whether additional endoleaks might occur subsequently, the surgical plan was temporarily changed to implant a 3434150 stent graft in the thoracic aorta. Eventually the thoracic stent graft was successfully delivered and implanted. The patient was stabilized at the end of the procedure, the aneurysm was successfully excluded, and the endoleak was resolved. The cause was due to placement where the stent punctured part of the graft. No additional clinical sequelae were reported and the patient is fine.